Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Patient's dose of sintrom was increased following the reported results. No adverse event reported. Requested return of suspect system.